Event description:
Per the clinic, the patient developed an infection around the implant site. The issue could not be resolved and the device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report is filed january 9, 2014.

Manufacturer narrative:
This report is filed february 13, 2014.